Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient attempted to send a remote transmission from their implantable cardiac monitor (icm) and was unsuccessful. Troubleshooting with the monitor, a new monitor, and a manual interrogation were attempted. At the manual interrogation it was decided an x-ray exam was necessary. At the exam we were unable to locate the device in the patient's body. Patient was brought into the electrophysiology (ep) lab for a fluoroscopic exam. It is thought that the device migrated out of the pocket and is now lost. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.